Event description:
The manufacturer received information alleging a ventilator's touchscreen malfunctioned. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen malfunctioned. The device was returned to a third party service center for evaluation. During the evaluation the customer's complaint was confirmed. The device's display board needs to be replaced to address the issue.